Event description:
I went to a dental clinic and got a nickle. The dentist won't disclose what material at the time- bridge installed in 2006. Since then, periodontal problem developed and became more serious recently around that area. The tooth right next to the bridge had been taken out in 2009. Dose: tbd. Frequency: always. Route: dental. Dates of use: 2006 - 2009. Diagnosis: missing one tooth.